Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that around (B)(6) the patient was sent to the emergency room and patient doesn't know if it was a cat scan or an MRI that they did. They stopped having bowel movements not too long after that (within the next week) and had to use laxative in order for it to work. Patient does ok with urination. The nurse practitioner that comes to the facility suggested the patient call and change the program. Walked caller through checking their settings and changing to a new program. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient called back and said that after patient services agent helped change their program from program 3 at 0.4ma to program 4 at 0.8ma the program worked okay for their issue with not being able to have a bowel movement. Patient said their urine wasn't as good as it us ed to be, it's a little bit more and they still haven't had a bowel movement but the difference on the new program was that they now had the urge to have a bowel movement but no matter how hard they strain they haven't been able to have one. Agent reviewed information with patient. Patient decided to turn stimulation down from 0.8 to 0.6 ma. Patient said they still felt a little stimulation. Patient will try this and follow up with their health care provider today. Agent reviewed information about of turning of stimulator in regards to if patient was having undesirable bowel changes. Pt called back from registered number requesting support to use their equipment to make a therapy adjustment. Pt said they got their device for their bladder and measure. Pt said, their urination was improved after making the adjustments during their previous calls but still have the bowel issue. Assisted pt to synch and make a reduction to their setting. Reviewed to monitor the effect and continue working with their doctor. Pt said they are waiting for a call back from their previous doctor who is now 1000 miles away because they have moved. Offered and emailed listings, warm transferred pt to device registration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked what steps were/will be taken to resolve the electromagnetic interference with medical equipment, the patient responded by noting "the device was installed in (B)(6) 2025 in chattanooga tennessee. I have been unable to find a urologist surgeon to reprogram the device in oklahoma." The issue was reported as not yet being resolved.